Manufacturer narrative:
(B)(4): this is report 1 of 2 for this incidence of fatal peritonitis. As patients discard supplies after each use a sample was not available for evaluation. Follow up information will be submitted as it becomes available.

Manufacturer narrative:
(B)(4). A batch review was done for potentially associated lots (gd879908, gd878843) and no defects were noted. The root cause could not be determined based on the information available in this complaint report. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a report from consumer of peritonitis resulting in death. During a follow up call with a nurse about the customer reported fatal peritonitis the nurse specified that on an unreported date, the patient began treatment with dianeal pd4 ultrabag (lot number, dose and frequency not reported) intraperitoneally (ip). The nurse confirmed the patient died on (B)(6) 2011. The nurse initially reported the cause of death was peritonitis and cardiac disease. It was not reported if an autopsy was performed. Concomitant medications were not reported. During a follow up call on (B)(6) 2011 the pd nurse clarified that cardiac disease and cardiac failure were a part of the patient's medical history and not causes of death. On an unreported date, the patient experienced septicemia. The nurse reported the patient died on (B)(6) 2011 as a result of septicemia. Treatment information for the event of septicemia was not reported. Dianeal therapy was ongoing until the time of death. It was not reported whether an autopsy was performed. Per the nurse, the event of fatal septicemia was not related to dianeal pd4 ultrabag therapy. The nurse did not have any information regarding the customer's previous report of peritonitis.